Manufacturer narrative:
Product investigation summary: one (1) small hexagonal screwdriver (part: 314.02 / lot: 8900984) was received with the complaint category of ¿does not/will not function: stripped.¿ the complaint condition is confirmed, but inconsistent with the reported condition as the device is broken, not stripped. The screwdriver was received with the distal tip missing. The roughly transverse break is located at the transition to the hex portion of the distal tip. The missing portion was not received and estimated to be approximately 3.2mm long, per drawing. The holding sleeve component was not returned. The balance of the device is in functional condition. A visual inspection and drawing review were performed as part of this investigation. A root cause could not be definitively determined. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. This device is used across various systems for screw insertion and removal. A review of the current design drawing for the assembly and the shaft component was performed. The received condition of the screwdriver is consistent shear failure due to forces beyond the yield strength of the screwdriver shaft. The condition was found during cleaning. Thus, given the unknown circumstance as the time of the damage, a root cause could not be definitively determined. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Updated device history record review: manufacturing site: (B)(4) - manufacturing date: july 7, 2014. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. No service history review can be performed as part number 314.02 with lot number(s) 8900984 is a lot/batch controlled item. The manufacture date of this item is july 21, 2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 314.02, lot 8900984: release to warehouse date: july 21, 2014. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the tip was worn and would not catch the screws. The repair technician reported the tip was broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the small hexagonal screwdriver with holding sleeve is worn out and will not catch the screw. This was found during the cleaning process after washing. There was no patient involvement. When the device was being evaluated by the manufacturer, it was noted that the tip was broken. This is report 1 of 1 for (B)(4).